Event description:
It was reported to boston scientific corporation that an ultraflex esophageal proximal release stent was implanted in the esophagus during an esophageal stent implantation procedure performed on (B)(6) 2014. According to the complainant, this was to treat a restenosis of an anastomotic stricture following a gastric tube reconstruction surgery due to esophageal cancer. Reportedly, the patient had undergone both chemotherapy and radiation prior to the procedure. During the procedure, the physician implanted the stent at the ostial side of the lesion without issue. Several days following the procedure, the patient condition was reported to be good. However, on (B)(6) 2014, the patient vomited blood. The physician suspected that the stent edge had perforated the esophageal wall resulting in severe bleeding. CT scan was then performed and confirmed the perforation. The patient died on (B)(6) 2014 and the physician noted the cause of death was hemorrhagic death caused by severe bleeding. In the physician¿s assessment, the perforation caused the severe bleeding resulting in the patient¿s death. According to the physician, the device itself did not have any issue, but the vomiting of blood might have been caused by the implantation of the device. According to the physician, the device itself did not have any issue, but the vomiting of blood might be caused by the implantation of the device. In the physician's assessment, the cause of death was hemorrhagic death caused by severe bleeding.

Manufacturer narrative:
Investigation results: the device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Bleeding, perforation and hemorrhage are listed in the dfu for this product as a potential post stent placement complications related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database revealed that no similar complaints exist for the specified lot.